Event description:
It was reported that devices were used during a laparoscopic tubal ligation procedure. The device activation lever did not release. Upon introduction of the scope, the surgeon found the uterus was bleeding. By introduction of a third trocar the surgeon achieved control of oozing and completed procedure. The pt was admitted for an extra day for observation and released.